Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer and inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst commented, due to the length of implant and the amount of blood ingress it is likely that the inner/outer insulation extrinsic breach/cut occurred during the implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was undersensing r waves. The physician decided to explant and replace the rv lead. No patient complications have been reported as a result of this event.